Event description:
It was reported that during a lap cholecystectomy procedure the device would not open. They pulled the trigger with the handle to try and release it. There were only 3 or 4 clips fired and no orange indicator was seen. The case was completed with a second device with no pt consequence reported.

Manufacturer narrative:
Date sent: 02/26/2008. Info anticipated, but unavailable at this time.